Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available iegms confirmed the presence of noise which led to vf detection without shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the event was first detected via home monitoring. The device recorded 8 vf events due to noise on the rv lead. Therapy was aborted after spontaneous termination of the noise. The measurements via hm and on regular follow up were intact. Due to these events, the patient was invited for fu on the (B)(6) 2015. The device parameters were examined and were within normal values. A lead replacement will be scheduled for this patient. There were no adverse patient side effects reported for this patient.